Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation.

Event description:
(B)(4)¿ the dentist reported that 5 months and 26 days after the dental implant was installed in intraoral region 29#, its non- osseointegration was observed. Moreover, 40n.cm of primary stability was achieved, the patient presented bone type IV and bone graft was placed.